Manufacturer narrative:
Sex, age, weight, race, ethnicity: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is excessive vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Sex, age, weight, race, ethnicity: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is excessive vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: a 13.2mm vtich13.2, +6.0/+5.0/099 (sphere/cylinder/axis) lens was implanted into the patient's eye on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved. H6-device code 1494: acd<3.0mm. Claim# (B)(4).